Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this patient received inappropriate shocks. It was noted that the patient had been very active during the events. Noise could be recreated, but not to the same extent. A boston scientific technical services consultant discussed the noise resembles myopotential noise and discussed programming options with the caller. There has been appropriate treated and untreated episodes in the past which will be communicated to the patient's physician. No adverse patient effects were reported.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed. Visual inspection identified no anomalies. The device was able to be interrogated and a memory download was performed successfully. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device operated appropriately, according to its performance specifications with no out of range measurements or interruptions in therapy output. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this patient received inappropriate shocks. It was noted that the patient had been very active during the events. Noise could be recreated, but not to the same extent. A boston scientific technical services consultant discussed the noise resembles myopotential noise and discussed programming options with the caller. There has been appropriate treated and untreated episodes in the past which will be communicated to the patient's physician. No adverse patient effects were reported. It was reported that this system was subsequently explanted and returned for evaluation. No additional adverse patient effects were reported.

Event description:
It was reported that this patient received inappropriate shocks. It was noted that the patient had been very active during the events. Noise could be recreated, but not to the same extent. A boston scientific technical services consultant discussed the noise resembles myopotential noise and discussed programming options with the caller. There has been appropriate treated and untreated episodes in the past which will be communicated to the patient's physician. No adverse patient effects were reported. It was reported that this system was subsequently explanted and returned for evaluation. No additional adverse patient effects were reported.

Manufacturer narrative:
This product is being evaluated in our post market quality assurance laboratory. This report will be updated when evaluation is complete.